Manufacturer narrative:
Patient code 3191 was applied to capture the prolonged procedure. Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture helix. This type of damage is consistent with torsional overload. In this case, visual and x-ray showed helix is broken off and the distal portion of the helix was not returned. The reported prolonged procedure, difficult/unable to extend/retract helix, and difficult to position/remove are likely the result of the lead damage observed by the laboratory. Also, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported that this implantable lead was attempted due to placement difficulty and removal difficulty. Also the lead was fracture at the electrode end and confirm by fluoroscopy. This lead was successfully replaced and no adverse patient effect were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable lead was attempted due to placement difficulty and removal difficulty. Also the lead was fracture at the electrode end and confirm by fluoroscopy. This lead was successfully replaced and no adverse patient effect were reported.